Event description:
It was reported that two sagittal saw attachment was not running at all. The issue with the complained device was noticed during pre-operative testing. This is report 1 of 2 for complaint #(B)(4).

Manufacturer narrative:
Device was used for treatment. Additional narrative: the device history record indicates the manufacturing documents were reviewed and no complaint related issues were found. The additional evaluation indicates the reporters complaint that the unit will not run at all was confirmed. The device was tested and the complaint was duplicated. Evidence indicates this is due to immersion during cleaning. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: service history of the past six months from the awareness date was reviewed. No service history review can be performed. The item has not been in for service for the past six months. There is no information relevant to the current complained issue. (B)(4).